Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high and low blood glucose. Customer reported their blood glucose was over 200 mg/dl and declined to under 50 mg/dl. Customer would also experience frequent urination and loss of focus with their eyes from their high and low blood glucose. The customer also reported physical damage to the insulin pump. Customer stated there were several scratches present on the screen. Customer also reported a piece missing from the battery compartment and the insulin pump would reject batteries inserted. The customer declined to return the insulin pump for analysis.